Event description:
Pt had pacemaker implant. Three days later pt was re-admitted with syncopal episode and left hemothorax. The findings were: 1. Left hemothorax with 500 cc of clot. 2. Perforation of left subclavian vein into pleural space. 3. Perforation of right ventricular lead via left ventricular wall, via pericardial sac into left pleural space without associated hemorrhage. Pt required the following procedures: 1. Left exploratory posterolateral thoracotomy with lysis of pleural adhesions, evacuation of hemothorax (plus/minus 500 cc of clot) and repair of left subclavian vein. 2. Median sternotomy with repair of left ventricular laceration due to perforated right ventricular permanent pacemaker lead. 3. Insertion of 32-french anterior mediastinal chest tube x 1. 4. Repositioning of right permanent pacemaker lead into right ventricle and checking of right permanent pacemaker lead into right ventricle and checking of right atrial lead.